Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation there was thermal damage to q1, the current controller. In addition there was corrosion on the battery board and bedside board. Additionally the power brick connector was defective. The root cause for the thermal damage and corrosion was unable to be positively determined, but was likely liquid ingress. The root cause of the defective power brick connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the defective components. The pt received a replacement charger.

Event description:
A (B)(6) female pt called zoll customer support to report a problem with her battery charger. The pt was issued a replacement battery charger.